Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis. It was reported that customer had issues with her infusion site. Customer's blood glucose was over 400 mg/dl. It was reported that customer had numerous health issues and was on steroids. Customer was off of the insulin pump and on insulin drip. High blood glucose will be done when customer calls in. No further information provided.